Manufacturer narrative:
When the physician went to slide down the white advancer tube of a 5f mynxgrip vascular closure device (vcd), the black housing either was cracked or cracked during sliding the white portion. So, when he went to deploy the polyethylene glycol (peg); it didn¿t deploy. This resulted in holding manual pressure. Hemostasis was achieved in 30 minutes or less. There was no reported patient injury. The mynx vcd was used in a mesenteric angiogram procedure which used a retrograde approach. The deployer training status was mynx certified. A 5f non-cordis sheath was used in the procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The access site was the femoral artery. The user shuttled down completely. There was no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The advancer tube was engaged. The product was not returned for analysis. A product history record (phr) review of lot f2021904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When the physician went to slide down the white advancer tube of a 5f mynxgrip vascular closure device (vcd), the black housing either was cracked or cracked during sliding the white portion. So, when he went to deploy the polyethylene glycol (peg); it didn¿t deploy. This resulted inholding manual pressure. Hemostasis was achieved in 30 minutes or less. There was no reported patient injury. The device will not be returned for evaluation as it was discarded. The mynx vcd was used in a mesenteric angiogram procedure which used a retrograde approach. The deployer training status was mynx certified. A 5f non-cordis sheath was used in the procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The access site was the femoral artery. The user shuttled down completely. There was no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The advancer tube was engaged.